Event description:
It was reported that episodes of non-sustained rv oversensing were noted. The patient was asymptomatic. Manipulation testing was recommended. The patient will be monitored. No further information is available.

Manufacturer narrative:
(B)(4).